Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2020. It was reported that the patient said their bladder was feeling yucky and they wanted to increase stimulation. It was unknown if the issues were resolved. Additional information was received. The patient stated they felt like the device was not working; they were not feeling stimulation and the device would say it was connecting, it would flash and go right to their therapy. They thought maybe their leads had moved or something as they felt the stimulation after the procedure, but had not been feeling it since. The patient was assisted with increasing their stimulation and they were feeling it at 3.2 volts comfortably. They were advised to contact their clinician with health concerns and for advice. It was unknown if the issue was resolved at the time of the report.